Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause identified as a chiller failure. The device was evaluated upon receipt. Water temperature was high. The device passed all tests and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water reservoir empty in an arctic sun device. Per review of wo on 26aug2025, there was no patient involvement. Per follow up information received via mail on 27aug2025, the chiller was malfunctioning and there was no cold water. The chiller was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a chiller failure. The device was evaluated upon receipt. Water temperature was high. The chiller was damaged that no cold water was generated in the cold-water tank. The chiller was replaced. The device passed all tests per baw2800549 rev 0 and is ready for use. Dfmea ra2800010, revision 26 was reviewed for this investigation. The risk documentation was addressed in step ra103. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The initial reporter's phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water reservoir empty in an arctic sun device. Per review of wo on 26aug2025, there was no patient involvement. Per follow up information received via mail on 27aug2025, the chiller was malfunctioning and there was no cold water. The chiller was replaced. Per sample evaluation results received via task on 08apr2026, it was reported that there was a failed chiller.